Event description:
Endeavor sprint drug eluting stents were implanted in the rca during index procedure. It is reported that a dissection occurred at the proximal edge of the proximal stent, another stent was implanted to cover the dissection.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (dissection).